Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump had an inaccurate bolus/tdd history and also had an unexplained loss of power issue. The reporter claimed that the patient took some boluses on (B)(6) 2012. However, according to the tdd, zero bolus units were delivered that day. The reporter indicated that she watched the patient take a bolus the morning of (B)(6) 2012. In addition, the reporter claimed that the patient took a bolus on the morning of (B)(6) 2012, which was not found in the bolus or tdd history. Also, while at school on (B)(6) 2012, the patient attempted to bolus with the pump, but noticed that the pump had no power. The battery cap was not loose. She denied that the pump suffered any trauma or was exposed to moisture. The reporter also claimed that at the present time, the patient's blood glucose (bg) level was at "450 mg/dl" and she was feeling sick. The reporter reportedly treated the patient with a correction via injection. The pump powered on after the device's battery was replaced. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had an inaccurate bolus and tdd history. In addition, the reporter claimed that the pump had an unexplained power loss. In addition, the reporter alleged that the patient developed an elevated bg level and received treatment. At this time, it is unknown if the pump contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no damage or moisture found to the battery compartment or battery cap. The units remaining were correctly calculated and recorded in pump history. There were no alarms noted related to the complaint in the pump alarm history. A review of the total daily dose history shows a time and date reset from (B)(6) 2012 to (B)(6) 2012 causing the pump histories to appear to be inaccurate. The "ezprime" operation was performed with no issues noted. The pump booted up to the verify screen with the appropriate auditory and vibratory alarms. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and moisture was found inside the pump on the printed circuit board (pcb) near the power flex. Water stains and spots were also noted inside the pump through the display lens. The pump failed the leak test. The reported power loss was not duplicated during investigation.